Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h11. Results of investigation: vyaire medical was able to verify the issue. The suspect device was not returned for investigation. However, log file analysis tool was utilized. Our investigation is leaning towards to user fault. Blower is overheating due to lack of maintenance / filter exchange combined with not reacting on blower temperature alarms caused damage of blower unit.

Manufacturer narrative:
Vyaire medical file identification: (B)(4) h3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet

Event description:
The customer reported to vyaire medical problem with bellavista 1000 getting technical failure 316 (blower failure) and technical failure 300 (device in failsafe). Furthermore, there was no information regarding patient involvement associated with the reported event.